Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 018081c001, product ID: m021083c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while testing for new mobile view station (mvs) computer and enabling slow mode for axis movement on the image acquisition system (ias) via pressing the "m" button on the pendant. Pressing and holding for 30 seconds or longer the colx or coly close pendant buttons, the collimator does not stop movement until collimator is fully closed. Pressing and holding for less than 30 seconds the colx or coly close pendant buttons stop their motion of the axis and as a troubleshooting step turned on llf. And press button m on the pendant to enable slow mode. And press and hold down the left x-ray control switch to take a llf sequence. While x-ray exposure is on, start closing x or y collimator by pressing the collimator adjustments buttons on the pendant (appendix h). Listen to the x-ray audio signal and observe the mobile view station (mvs)screen. Later release the collimator button. Release the x-ray control switch and start opening up the collimator by pressing the reset to maximum aperture button on the pendant (appendix h). Press and hold down the left x-ray control switch to take a llf sequence. Listen to the x-ray audio signal and observe the mobile view station (mvs) screen. Release the x-ray control switch. Release the collimator button. Verify the collimator closes, and 2d live imaging continues while the collimator is closing. Verify the collimator motion stops, and 2d live imaging stops. Verify 2d live image is taken, and the collimator continues opening up. Verify 2d live imaging stops, and the collimator motion stops. No patient was present at the time of event.